Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that seven stations upload had stopped, and it was in retry mode. A technical support specialist (tss) contacted the customer and found that the device was experiencing a retry mode error. The tss completed followed by knowledge article (ka) 000011790 & 000007590 to fix the issue. The customer verified that the issues were fixed, and the devices were fully functional. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server upload had stopped in 7 stations. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.